Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons had tactile issue. No additional information was available. Attempts by the customer support to follow-up on the matter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up # 1: 09/16/2015 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the keypad, it was noted that all of the buttons were worn. All of the buttons on the keypad were unresponsive. The keypad cover was removed and contamination was found under all of the button contacts. Unrelated to the original complaint, it was noted that the display was dim and discolored and there were also two cracks on the battery compartment on the left and on the bottom of the compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.